Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that the device would not release from pt tissue. There was no pt injury. The site was unable to provide any additional information regarding the incident.